Manufacturer narrative:
The customer reported problem was confirmed. The device was repaired, passed all required testing and specifications, and released back to the customer. There are CAPA #'s noted for the following parts replaced that have an already existing CAPA. CAPA# (B)(4) lvp air-in-line. CAPA# (B)(4) lvp door latch. CAPA# (B)(4) lvp dim u4 display. A review of the device history record for sn (B)(4) was performed from date of manufacture 09/10/2012 to present date 11/25/2020 and note that this device has been returned for service once without correlation to the customer reported issue or service repair. Also, there were no production failures indicated on the source device.

Event description:
It was reported that the device had an air in line error. There was no patient involvement.

Event description:
It was reported that the device had an air in line error. There was no patient involvement.